Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked onto a polyp but failed to release from the delivery catheter. The clip was pulled off of the polyp and removed from the patient and from service. The clip was tested outside of the patient and deployed normally. The procedure was completed using a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2012. According to the complainant, during the procedure, the clip was locked onto a polyp but failed to release from the delivery catheter. The clip was pulled off of the polyp and removed from the patient and from service. The clip was tested outside of the patient and deployed normally. The procedure was completed using a second resolution clip device. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
(B)(4) for the reported event of clip failed to release from catheter. The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found the clip assembly fully deployed and not returned. The control wire was separated per design. Additionally, a kink was present in the control wire. The complaint of clip failure to release from catheter was not able to be confirmed since the device was received with the clip assembly fully deployed. However, the event may have occurred due to anatomical/procedural factors which limited the device performance as evidenced by the kink in the control wire. Therefore, the most probable root cause is operational context. A review of the design history record (DHR) was performed; no anomalies were noted.